Manufacturer narrative:
Concomitant medical product : 5076-45 lead, implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) experiencing shortness of breath, lightheadedness, and near syncope due to a probable fracture of the right ventricular lead. Undefined impedance, high impedance, and noise were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.